Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/01/2014 with the following findings: the data from the time of the complaint was unavailable for review, as it had been overwritten due to continued pump use. Visual inspection found no damage to the battery compartment or battery cap and no evidence of moisture inside the battery compartment or on the battery cap. The pump powered on normally with functional auditory and vibratory alerts. The pump was exercised for 24 hours with no power issues occurring. All current draws were found to be within specifications. The pump casing was removed and no internal defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that he changed the battery, and the pump would not power on. There is no further information available. Attempts at follow up by customer support have been unsuccessful.